Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that her sensors are reading below 40 mg/dl. She stated that she is getting a threshold suspend alarm. The patient stated that she just inserted a new sensor. No further information was provided.